Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the fiber optic intra-aortic balloon (iab) catheter was removed as per request from the operator. There was manual pressure applied then the femstop was applied. A hematoma was noted. A peri-arrest occurred and then patient went into full cardiac arrest the cardiac resuscitation was unsuccessful. Users have noted that there has been difficulty when removing this type of iab catheters in comparison to the non-fiber optic model. It is unknown if the facility attributes the injury to the device. The event date is unknown.

Manufacturer narrative:
Event date added. (B)(4).

Event description:
It was reported that the fiber optic intra-aortic balloon (iab) catheter was removed as per request from the operator. There was manual pressure applied then the femstop was applied. A hematoma was noted. A peri-arrest occurred and then patient went into full cardiac arrest the cardiac resuscitation was unsuccessful. Users have noted that there has been difficulty when removing this type of iab catheters in comparison to the non-fiber optic model. It is unknown if the facility attributes the injury to the device. The date of death is unknown.